Event description:
It was reported that the manufacturer's representative was unable to adjust stimulation with the patient programmer. It was noted that the patient programmer displayed the "call your doctor" icon and a power on reset (por) condition was observed. It was noted that the patient had not been in overdischarge. It was noted that the implant was not likely near depletion. It was noted that the patient had "a bunch of x-rays recently." Two days later, it was reported that the patient experienced a loss of stimulation "while unable to use." It was noted that the por was cleared and the patient stated that she was able to feel stimulation as usual. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01r13, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID neu_unknown, serial# unknown, product type: unknown; product ID 3889-28, lot# va01r13, product type: lead; product ID 37092, lot# 263630002, product type: accessory; product ID 3708140, serial# (B)(4), product type: extension; product ID 3708140, serial# (B)(4), product type: extension. (B)(4).